Manufacturer narrative:
Hydraulic hose.

Event description:
It was reported by service report that there was hydraulic fluid residue on one of the hydraulic hoses. No pt involvement or adverse consequences are reported.